Manufacturer narrative:
This report is based on information provided by philips distributor and philips product support engineer (pse) and has been investigated by the philips complaint handling team. The pse reviewed the case and stated the heartstart xl defibrillator/monitor reached end of life in december 2018 and should no longer be used or supported by philips or authorized service provider staff. The pse stated that error 10003 falls within the range of 10000-1ffff, which the heartstart xl service manual identifies as a system monitor failure which would be resolved by replacement of the control pca. The pse stated this device has failed and should be withdrawn from service as it is no longer supportable and cannot be repaired or tested in accordance with philips instructions. There were no log files or patient event files available for review. The device was not evaluated/repaired by philips, therefore, the reported problem could not be confirmed. Based on the information available, the root cause of the control pca failure could not be determined. The device was not evaluated or repaired by philips. The customer removed the defibrillator from the field. The heartstart xl defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the defibrillator failed to deliver a shock during code blue with patient experiencing cardiac arrest. The code team attempted to take an ECG using the patient defibrillator on the crash cart and the device showed ¿error system failure cycle: 10003¿ intermittently. It was reported that no shock was needed as it was a not shockable rhythm. The team quickly transitioned to another back-up defibrillator which was used for monitoring only. The patient outcome was stable transfer. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the defibrillator failed to deliver a shock during treatment. During a code blue, the code team attempted to take an ECG using the patient defibrillator on the crash cart and the device showed an error. The team quickly transitioned to another back-up defibrillator. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.